Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent an unrelated surgical procedure on (B)(6) 2019 and did not place the ipg into surgery mode for the procedure. Following the procedure, the ipg was unable to communicate with external devices, and the patient lost stimulation. Troubleshooting was unsuccessful. To address the issue, the physician explanted the ipg and replaced it with a new model. Postoperatively, effective therapy was restored.